Event description:
It is reported that a customer experienced high blood glucose of 580 mg/dl. The customer stated they received no delivery alarms on their insulin pump. The customer tried addressing the issue, but had wasted six sets but that the help line is sending her additional supplies to try. The customer was informed that there could be many reasons for high blood glucose. The customer was advised to give her self a manual injection and to call the help line to trouble shoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.